Manufacturer narrative:
One device was received for evaluation. A review of the event history log (ehl) revealed multiple no disposable alarms. Functional testing was unable to duplicate the reported problem; however, it was confirmed in the ehl. The downstream occlusion sensor was replaced as a preventative measure. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an "unable to operate no cassette" error. The event occurred before patient use, during testing. There was no patient involvement.